Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The occlusion alarm was cleared and insulin deliveries were resumed. The contact reported a supply change would be performed later on in the day. The customer's blood glucose level was 165mg/dl. The contact declined troubleshooting with tandem technical support to determine a possible cause of the occlusion and declined a follow up call to ensure the issue was resolved.